Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked the following information was provided by the initial reporter: on (B)(6) 2024 at 15:00 after giving the patient a successful puncture of the indwelling needle, he noticed that there was medication coming out of the u-tube of the indwelling needle, and immediately removed the indwelling needle before replacing it and re-puncturing it.

Manufacturer narrative:
1. DHR/bhr review(lot#3306026): 1) this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received, and the specific site of the leakage and the damage state there cannot be identified. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the damage state of the complained sample cannot be confirmed, the root cause of the leakage cannot be determined. H3 other text : see narrative

Event description:
No additional information provided.